Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that the numbers on the insulin pump's screen were ramping without stopping. The caller believed the insulin pump's up arrow button was not working. Customer's blood glucose level was 159 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. No scrolling numbers on the display anomaly noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.